Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the pump would not power up due to a loose wire. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation is in process, but not yet completed.